Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the investigation of the complained article shows that one of the three pins (cams) completely broke off. Unfortunately it is not possible for us to define the exact cause of failure. We assume that the instrument not was positioned in the right order. Alternative to high mechanical forces could lead to the breakage of the position pin. It is the matter of an article, which was manufactured in february 2010. Further investigation of the manufacturing and material documents shows no deviation according our specifications. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the cam is broken off at the distal end of the screwdriver shaft. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.